Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump was damaged and pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer mentioned that the pump functionality was not affected however the pump did not pass the self test. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.873 inches. Successfully downloaded history files and traces using thump. No alerts/alarms/anomalies noted during testing. No unexpected alarms found in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, cracked case-corner of belt clip rails and cracked case. Device test failed was not confirmed. Cosmetic damage at the battery tube side was not confirmed, however, other cosmetic damage was noted. Exposed to moisture damage confirmed at the pcba 1 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.